Event description:
It was reported that the tubing broke in the area where the IFU is attached to the shipping tube. The product was not used and no injury occurred.

Manufacturer narrative:
The catheter was returned in a broken shipping tube. The evaluation included visual examination, and notation of any abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The clear adaptor is broken at the connection with the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The returned outer rectangular box ((B)(4)) does not appear to be the same box in which the customer received the catheter. The catheter appears to be in good condition, although sterility has been compromised. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.